Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Mltiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with spinal stenosis at l3-l4, status post fusion l4-s1. The patient underwent insertion of trans-foraminal lumbar inter-body fusion cage, bilateral decompressive laminectomy l3-l4, neurolysis at l3-l4. As per op-notes, pieces of bmp and bones were placed in the space anterior to the cage. Findings: very tight stenosis at l3-l4. 2. Significant overgrowth of scar proceeding from previous surgical level. No intra-operative complications were reported. The patient also underwent decompression, l3-l4 with instrumented fusion, level l3-l4. No patient complications were reported. On (B)(6) 2009: the patient was discharged. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.